Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode recorded two untreated episodes and delivered one inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data, and it is suspected an electrode fracture or connection related condition (an under inserted electrode). The ts provided recommendations and discussed troubleshooting options. The patient attended for troubleshooting and the myopotential noise could be reproduced on all vectors. The mechanical artifact observed could not be reproduced with provocation, device or electrode manipulation. X rays were also performed. Upon ts review, the system showed sense b node impairment and the ts mentioned that programming in primary vector will not protect the patient from inappropriate shocks due to non-physiologic signals, and secondary vector offers good amplitude, and myopotentials were discriminated well. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered another inappropriate shock due to noisy signals oversensing, and the smart pass was disable due to low amplitudes. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient was hospitalized due to another inappropriate shock. The ts discussed troubleshooting options and recommendations. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode recorded two untreated episodes and delivered one inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data, and it is suspected an electrode fracture or connection related condition (an under inserted electrode). The ts provided recommendations and discussed troubleshooting options. The patient attended for troubleshooting and the myopotential noise could be reproduced on all vectors. The mechanical artifact observed could not be reproduced with provocation, device or electrode manipulation. X rays were also performed. Upon ts review, the system showed sense b node impairment and the ts mentioned that programming in primary vector will not protect the patient from inappropriate shocks due to non-physiologic signals, and secondary vector offers good amplitude, and myopotentials were discriminated well. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered another inappropriate shock due to noisy signals oversensing, and the smart pass was disable due to low amplitudes. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient was hospitalized due to another inappropriate shock. The ts discussed troubleshooting options and recommendations. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode recorded two untreated episodes and delivered one inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data, and it is suspected an electrode fracture or connection related condition (an under inserted electrode). The ts provided recommendations and discussed troubleshooting options. The patient attended for troubleshooting and the myopotential noise could be reproduced on all vectors. The mechanical artifact observed could not be reproduced with provocation, device or electrode manipulation. X rays were also performed. Upon ts review, the system showed sense b node impairment and the ts mentioned that programming in primary vector will not protect the patient from inappropriate shocks due to non-physiologic signals, and secondary vector offers good amplitude, and myopotentials were discriminated well. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered another inappropriate shock due to noisy signals oversensing, and the smart pass was disable due to low amplitudes. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient was hospitalized due to another inappropriate shock. The ts discussed troubleshooting options and recommendations. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode recorded two untreated episodes and delivered one inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data, and it is suspected an electrode fracture or connection related condition (an under inserted electrode). The ts provided recommendations and discussed troubleshooting options. The patient attended for troubleshooting and the myopotential noise could be reproduced on all vectors. The mechanical artifact observed could not be reproduced with provocation, device or electrode manipulation. X rays were also performed. Upon ts review, the system showed sense b node impairment and the ts mentioned that programming in primary vector will not protect the patient from inappropriate shocks due to non-physiologic signals, and secondary vector offers good amplitude, and myopotentials were discriminated well. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered another inappropriate shock due to noisy signals oversensing. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode recorded two untreated episodes and delivered one inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data, and it is suspected an electrode fracture or connection related condition (an under inserted electrode). The ts provided recommendations and discussed troubleshooting options. The patient attended for troubleshooting and the myopotential noise could be reproduced on all vectors. The mechanical artifact observed could not be reproduced with provocation, device or electrode manipulation. X rays were also performed. Upon ts review, the system showed sense b node impairment and the ts mentioned that programming in primary vector will not protect the patient from inappropriate shocks due to non-physiologic signals, and secondary vector offers good amplitude, and myopotentials were discriminated well. This s-ICD remains in service. No adverse patient effects were reported.